Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Event description:
It was reported that the customer was changing the cassette to another one for regular replacement, a "no disposable, pump won't run" alarm suddenly went off. After the patient changed the pump, the alarm persisted. No patient injury was reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. The sample received consisted of a cassette product. The sample was received in used conditions without its original packaging. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. No damage, kink, or cut was detected in the sample. The sample was filled with 100 ml of water; and connected to the pump. The sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. Complaint was not confirmed. No root cause was determined, and no corrective action was taken as the complaint was not confirmed, however CAPA-000814 was open to investigate the failure mode of no disposable alarm. No fault was found with the device. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).